Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was a proximal diagonal (dx) lesion. A scimed forte moderate support wire was inserted across the lesion, the taxus express2 8.8% 2.75 mm x 12 mm drug eluting stent was crossed over the lesion. The taxus stent was successfully deployed at 12 atms for 15 seconds. The delivery balloon would not deflate. The physician attempted to pop the balloon with a wire, but was unsuccessful. The physician then tried to deflate the balloon by attaching 60 cc syringe to the catheter and pulling back. This too, was unsuccessful. The balloon was brought back into the guide catheter and removed. The pt had complained of chest pain during the balloon inflation, but this resolved once the balloon was removed. The status of the pt is listed as good.